Event description:
The user facility reported thermistor breakage in the fx25 capiox device. Follow up communication with the user facility reported the following information: the temperature measured at the venous blood inlet port on the reservoir was not indicated appropriately; the thermistor prove in question was changed out to a new one; however, the measured temperature was still not indicated correctly; as this operation was supported with partial cardiopulmonary bypass, only temperature in the blood sending line was measured as an urgent countermeasure; the operation was completed successfully; and there was no harm to the patient.

Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. The actual sample was rinsed and dried. Then the thermistor probe was connected to a factory-possessed temperature measuring machine. Saline solution set to around 24° c was circulated in the actual sample. The temperature of the saline solution was found to be able to be measured correctly. The actual sample was subjected to visual inspection. No anomaly was found in the appearance of the device. Magnifying inspection of the thermistor probe did not find any anomaly which could relate to the reported difficulty in determining the venous blood temperature. Scratches were noted on the board, that are likely to have been generated when the thermistor probe came into contact with it. X-ray fluoroscopic inspection of the thermistor probe did not reveal any anomaly. The actual sample was verified to be that of the normal product. A review of the device history record of the involved product code/lot number combination confirmed that there was no indication of production related problem. A search of the complaint file found no other report with the involved product/lot number combination. Although the exact cause cannot be determined based on the available information, it is likely that the connection between the thermistor probe of the actual sample and the probe of the temperature measuring machine has become insufficient due to some factor (s), including the presence of a foreign substance between the probes, resulting in the difficulty in determining the temperature. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event. The event date was initially reported as (B)(6) 2014. The event date for this complaint is (B)(6) 2015.